Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the seal was torn. No other details were provided. There was no consequence to the pt. 5/8/97 rep responded the seal from the flapper valve fell out. There was no add'l info about the case.